Event description:
It was reported that the customer was hospitalized with a high blood glucose over 500 mg/dl, due to a bent infusion set cannula. Per the healthcare provider, the cause of the visit was diabetic ketoacidosis and depression. Customer was treated with intravenous insulin drip. She was wearing the insulin pump at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.